Event description:
Patient is an insulin dependent diabetic with a history of coronary artery disease and coronary artery bypass graft. The pt was status post percutaneous transluminal coronary angioplasty and stent placement, and developed subacute thrombosis 22 hours after stent placement. The thrombus was located within the stent at the saphenous vein graft and posterior descending artery.